Event description:
It was reported that the right atrial lead exhibited far r oversensing. It was noted that after implantation of the system and upon reinterrogation as soon as the patient had moved from the procedure bed to the recovery bed that there was some atopy and upon reinterrogation it was noted that atrial lead was dislodged. The lead was successfully repositioned. The patient was in stable condition.

Event description:
It was reported that the right atrial lead exhibited far r oversensing. It was noted that after implantation of the system and upon reinterrogation as soon as the patient had moved from the procedure bed to the recovery bed that there was some atopy and upon reinterrogation it was noted that atrial lead was dislodged. The lead was successfully repositioned. The patient was in stable condition.

Event description:
It was reported that the right atrial lead exhibited far r oversensing. It was noted that after implantation of the system and upon reinterrogation as soon as the patient had moved from the procedure bed to the recovery bed that there was some atopy and upon reinterrogation it was noted that atrial lead was dislodged. The lead was successfully repositioned on 04 oct 2024. The patient was in stable condition.

Event description:
It was reported that the right atrial lead exhibited far r oversensing. It was noted that after implantation of the system and upon interrogation as soon as the patient had moved from the procedure bed to the recovery bed some premature beats were noted, and upon reinterrogation it was noted that atrial lead was dislodged. The lead was successfully repositioned on (B)(6) 2024. The patient was in stable condition.